Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to the customer's blood glucose level. Customer initially used a third-party wall adapter and charging cable, which did not resolve the issue. Upon following technical support's guidance to plug the adapter into a working outlet for 30 minutes and then trying different chargers, the pump still failed to charge. Consequently, technical support arranged to replace the pump. Caller was advised to use multiple daily injections (mdi) as backup therapy and instructed on the procedures for receiving and returning the pumps.